Manufacturer narrative:
The distribution partner conducted a clinical end user survey for the chlorashield IV dressing within a hospital as part of on-going post market surveillance efforts. A survey reviewed by avery dennison regulatory affairs, revealed an end user had checked "catheter/ percutaneous device dislodgement" in response to the question "did any safety issues (adverse events) occur during use of the dressing?". The clinician did not check one of the options for the follow-up question "if yes, did the adverse event require additional treatment?" Furthermore, the clinician checked "no" to the question of "did any performance issues occur during use of the dressing?". Additional information could not be obtained from the distribution partner, who administered the survey, despite several follow-up attempts. Therefore, it is unknown if any medical attention was needed following the catheter/ percutaneous device dislodgement reported on the survey. The responses of the clinician are also inconclusive since no performance issues were noted and there were no remarks regarding the need for follow-up treatment.

Event description:
A catheter dislodgement was reported when using bd chlorashield IV nexiva dressing via a clinical end user survey conducted through a distribution partner. No performance issues were noted and there were no remarks regarding the need for follow-up treatment. Additional information could not be obtained from the distribution partner despite several follow-up attempts.